Event description:
Baxter (B)(4) received a report that an infusor had no flow after filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 120 ml of solution in the reservoir. A connector (non-baxter product) was also received attached to the infusor's luer. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage or abnormality in the delivery tubing or reservoir that could have caused the reported condition. Flow was readily observed at the luer and also at the connector when the connector was attached to the infusor?s luer. Flow continued without stopping or difficulty. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This is a product not distributed in the us and does not have a 510k number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.